Event description:
It was reported that the balloon ruptured. The 80-90% stenosed target lesion area was located a mildly tortuous and fibrotic calcified left anterior descending artery. A 06/3.00 flextome cutting balloon was selected for use. During the first inflation, the balloon ruptured at 4 atmospheres. The whole device assembly was removed. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 1mm proximal of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. As per flextome mr specification, the rated burst pressure for this device is 12 atmospheres. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found the hypotube to be kinked at more than one location along its length. This type of damage is consistent with excessive force being applied to the device. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. The 80-90% stenosed target lesion area was located a mildly tortuous and fibrotic calcified left anterior descending artery. A 06/3.00 flextome cutting balloon was selected for use. During the first inflation, the balloon ruptured at 4 atmospheres. The whole device assembly was removed. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.